Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change out procedure due to elective replacement indicator (eri). During previous clinic visits, noise resulting in pacing inhibition was noted on the right ventricular lead and it was anticipated to replace the lead during generator change out procedure. The right ventricular (rv) lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.